Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Company representative reported the protective rubber has peeled off the infusion device and the buttons no longer function correctly. Follow-up was completed with the customer, and he reported the up button works intermittently. No adverse event was reported. The alleged product was replaced and requested for evaluation.